Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The pump was received with a corroded motor home switch. The pump also had minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they jumped into the water wearing the insulin pump. Customer accidentally jumped into the pool and forgot the insulin pump was still on. Customer was getting a blank display on their insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.